Event description:
It was reported that inappropriate therapy was provided by this implantable cardioverter defibrillator (ICD). Supraventricular tachycardia (svt) was noted by the physician, with high-rate conduction which fulfilled criteria of the ventricular fibrillation (vf) therapy zone at 220 bpm. Two episodes were inappropriately treated as a result, providing 3 shocks, and 2 rounds of anti-tachycardia pacing (atp). The physician opted for pharmacological changes. This ICD remains in-service at this time. No additional adverse patient effects were reported.